Event description:
It was reported that the user experienced intermittent Bluetooth communication loss between the Dexcom G7 sensor and the iLet, for which support guided the user to toggle the Dexcom G6/G7 setting and restart the iLet, with instruction to allow time for pairing; blood glucose readings on the iLet were unaffected during the event, indicating a connectivity issue likely related to the antenna or electrical/magnetic communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that the event was consistent with intermittent Bluetooth communication loss between the CGM and the iLet without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interference or environmental factors affecting Bluetooth communication.